Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery when the pump was removed from the customer's pocket. The customer's blood glucose level was 160 mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula or the cartridge. Tandem technical support informed the customer to prevent abrupt temperature changes to the pump as they may cause occlusion alarms.